Event description:
On 3/19/97 the ipp cylinders and pump were removed from the patient and a complete ipp device implanted because the device would not inflate. Reservoir was not returned, possibly left in place.